Event description:
It was reported that the monofocal lens was explanted from the left eye due to glare intolerance and dislocation of the iol. The lens was replaced with non-johnson & johnson lenses. Post-operatively, the patient is doing well and the replacement lens has helped address concerns. There were no injuries. No further information was provided.

Manufacturer narrative:
Section a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: dec 18,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the lens was received cut in half. The lens was cleaned and presented with no other issues. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.